Event description:
It was clarified that lead j0313975v had also migrated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain in both upper extremities and headaches. The severity of her symptoms was reported as moderate. It was further noted that the patient experienced a lead migration due to a boating accident. This incident required a surgical revision on the lead that occurred on (B)(6)-2009. The lead migration was determined by performing an x-ray. The patient outcome was provided as 'resolved without sequelae'.

Manufacturer narrative:
Product ID 389156, lot# j0454404v, implanted: 2005-(B)(6), product type lead product ID 389156, lot# j0454404v, implanted: 2005-(B)(6), product type lead product ID 389045, lot# j0313975v, implanted: 2003-(B)(6), product type lead product ID 389045, lot# j0313975v, implanted: 2003-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).